Event description:
It was reported that the display was black and the insulin pump was unresponsive. The customer declined to perform troubleshooting. Nothing further was reported.

Manufacturer narrative:
The display was blank due to a broken solder joint and lifted traces on the interface board.